Manufacturer narrative:
As reported by the sapphire registry the patient experienced a neurological event described as behavioral change the day after the procedure. Diagnosis was stroke (ischemic). The patient is a (B)(6) year old female. The target lesion location was the ostium of the right internal carotid artery. The vessel was described as severely calcified and the rate of stenosis was 90%. An angioguard embolic protection device was advanced past the lesion and deployed. The lesion was pre-dilated and a precise stent was successfully deployed at the lesion. The angioguard was successfully removed from the patient and upon removal there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Approximately twenty four hours post index procedure the patient exhibited confusion in the early am of the day after the procedure. A neurology consult was ordered and a MRI as well as a CT scan was obtained. A very small parietal stroke was confirmed. She remained hospitalized for 4-5 more days. She was treated with only plavix. Her confusion completely cleared. She did not have any other neurological symptoms. The event was not related to either the index procedure or the stent. The physician is unsure what caused the stroke. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. . The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Cec minutes were received that pre-procedure, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The patient was fully oriented pre-procedure. On (B)(6) 2013 at 13:44 ,she underwent the index procedure with delivery of the angioguard¿ rx ecgw, pre-stent balloon angioplasty and placement of one precise® pro stent in the right ostial ica. Attempts were made to post-dilate the stent with a 3-mm and a 4-mm balloon and this was successful, however, a 5-mm balloon would not pass through the stented area and appeared to hang on one of the struts of the proximal portion of the stent. Multiple attempts were made but without success. A completion angiogram revealed a good radiographic result with a 10% final residual stenosis and good flow through the embolic protection device and in the brain. It was decided to stop the procedure at that point. Difficulty was encountered in retrieving the distal embolic protection device. Multiple balloons were tried. Ultimately, an operator was able to successfully re-constrain the distal embolic protection device and remove it. The angioguard¿ rx ecgw was retrieved with no debris found in the filter. Per catheterization report, the patient was neurologically intact throughout the procedure and at the end of procedure, however, while per procedure events log entry at 15:40 neuro status remained unchanged from baseline, neuro check at 15:59 revealed ¿slight deficit lt side from baseline.¿ a completion angiogram revealed excellent angiographic result and good intracranial flow in the internal carotid artery. The procedure ended at 16:28. The site completed the neurological event form to report an event of ischemic stroke on the following day with gradual onset of neurological deficit of behavioral change that lasted greater than 24 hours and resolved. A brain MRI at 06:46 revealed an acute superior right parietal lobe infarct measured approximately 2.2 x 3.7 x 1.3 cm according to radiology report. A brain CT was recommended. Per neurology consultation report at 07:30, the patient, a right-handed female, was found to be confused and experiencing some hallucinations. The consultation report noted that the patient underwent a brain MRI earlier that morning, which revealed acute right parietal infarction and there was some concern for possible hemorrhage surrounding the area without any significant edema. At the time of evaluation, the patient had significant confusion. She was awake and alert, but oriented to person only. She was able to say her name, but afterwards she was not able to follow any complex commands. No dysarthria was observed. There was no nystagmus or ptosis. Her face symmetric, tongue and palate were at midline. Motor examination revealed no focal weakness, although her strength was globally weak. The patient did not report any visual symptoms. Mild tremor was noted. Coordination exam and gait exam were not performed at that time. The patient was started on clopidogrel and her lovenox was stopped until repeat imaging performed to see whether there was any hemorrhagic conversion of her cva or not. Impression: some confusion related to her acute onset right parietal cerebrovascular accident. A brain CT scan on the same day revealed an acute right parietal infarct, no acute hemorrhage, and mild atrophy, according to radiology report. Per vascular surgery progress note at 19:58, the CT scan showed no evidence of hemorrhage and lovenox was restarted. At the time of consultation, neurological examination was performed. The patient was pleasant, oriented to person and place, still confused. She was ¿a little better during the day,¿ but was still confused that evening and acted like she had either hallucinations or visual field defects. No evidence of occipital stroke on imaging was noted. In the morning 4 days later, she was more confused; there was recurrence of her hallucination (¿things on the wall¿). No focal weakness was seen. She was tolerating her clopidogrel and continued lovenox. It was felt that she was experiencing sun-downing. On exam, she was awake, alert but confused, and was able to follow simple comments. No focal deficits were reported. A neurology progress note on 2 days later stated that the patient felt to be at her baseline and was more appropriate today. She was awake, alert, but confused, able to follow simple commands easily. Cranial nerve function was intact. Motor strength was 4+/5. No involuntary movement was seen. Sensation was grossly intact. Coordination exam was normal. Gait examination was not performed. The vascular surgery progress note reported that the patient was stable and was planned to be discharged on (B)(6) 2013. She felt well, was conversant and pleasant, but still had trouble with short term memory items. Physical exam showed no focal neurological deficits, she knew her name and the name of the hospital, as well as why she was admitted. Carotid duplex ultrasound or cta was not performed for this event as reported by the site. The site further confirmed that the patient was right-handed. Pre-discharge the nih stroke scale score was 1 and the rankin stroke scale score was 1. The patient was discharged on asa and clopidogrel. At the 30-day follow-up, the nih stroke scale score was 1 and the rankin stroke scale score was 1. This is one of 2 products involved with the reported event and are associated manufacturer report numbers 1016427-2014-00107 and 9616099-2013-00666.

Event description:
As reported by the (B)(4) registry the patient experienced a neurological event described as behavioral change the day after the procedure. Diagnosis was stroke (ischemic). The patient is a (B)(6) female. The target lesion location was the ostium of the right internal carotid artery. The vessel was described as severely calcified and the rate of stenosis was 90%. An angioguard embolic protection device was advanced past the lesion and deployed. The lesion was pre-dilated and a precise stent was successfully deployed at the lesion. The angioguard was successfully removed from the patient and upon removal there was no debris found in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Approximately twenty four hours post index procedure the patient experienced behavioral change. Duration of neurological deficit was >24 hours. Onset was gradual and recovery was full with no deficit. Diagnosis was stroke (ischemic).

Manufacturer narrative:
The product is not available for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.